Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the maryland bipolar forceps instrument sparked intraoperatively at the base. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the between grips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding sparks occurring at the base of the instrument during procedure was confirmed by failure analysis. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they instrument was inspected prior to use and there was no damage out of the ordinary. Arcing was observed and it appeared to originate/occur at the base of the pulley cover. It is unknown where the arc grounded. There was no thermal damage noted. It is unknown what surgical task was being performed when the arcing event occurred. They were utilizing bipolar energy and the instrument was connected properly. The generator used was the vio3 and the settings were cut: 3, coag: 3. It is unknown how long the instrument was in use prior to the arcing event and if the instrument came in contact with tissue. It is unknown if the jaws were immersed in liquid or contaminated by carbonized tissued prior to activating the instrument.

Event description:
Refer to h11 for follow-up information.